Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma-late.

Event description:
Healthcare professional reported right side exchange due to concerns with the product. Healthcare professional later reported "MRI & ultrasound suspected lymphoma and a biopsy will be done at time of surgery as well as fluid will be tested" and "patient has swelling and is experiencing a lot of pain". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side exchange due to concerns with the product. Un-reporting alcl-suspected, caps con, and seroma are reported for the contralateral side.